Manufacturer narrative:
The biomedical engineer (bme) contacted philips and requested to have the case closed with no additional actions performed by philips. The bme reported that the device passed all performance verification testing and was returned to service. No further issues were found.

Event description:
Philips received a complaint about a v60 ventilator indicating that a nurse saw the device¿s screen go black, a white inop message appeared (1009 error code: pressure regulation high), and the device shut down. The ventilator was in clinical use when the issue occurred; the patient was moved to a different ventilator. There was no patient or user harm reported. The customer reported that the event log was reviewed, but was unable to confirm any technical faults, only that the device shut down and turned back on. The rse provided the customer with the latest service manual and advised the customer to perform the following tasks: verify the proximal and machine tubing connections, verify the pressure and flows, replace the data acquisition board, or replace the motor control board. The rse also advised the customer to complete the pneumatics portion of the performance verification testing and report any test that is out of specification. The investigation is ongoing.